Event description:
Customer states "the bags retaining co2 when we use the peep valve. We are getting high fico2 alarms when bagging with these bags w/peep applied. If we remove the peep valve the fico2 drops to 0 as it should.